Event description:
It was reported that an outer gray shaft broke off exposing the inner purple. A direxion catheter-infusion was selected for use. During the procedure, when advancing the device over the non boston scientific guidewires, the physician felt some "gave-way". The device was then removed and noted that the outer gray shaft broke off exposing the inner purple layer. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located 37cm from the hub. The fracture looked to be consistent with a bend force breaking as the device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that an outer gray shaft broke off exposing the inner purple. A direxion catheter-infusion was selected for use. During the procedure, when advancing the device over a guidewire, the physician felt some "gave-way". The device was then removed and noted that the outer gray shaft broke off exposing the inner purple. The procedure was completed with a different device. No patient complications were reported.